Manufacturer narrative:
The associated devices, used in treatment, were returned and evaluated. A visual inspection of the returned devices confirmed the stated failure mode. The tips of the hex end of the devices fractured off and were not returned. The devices were manufactured in 2013 and 2014 and show signs of extensive wear / usage. A review of complaint history did not reveal additional complaints for the listed batches. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. These devices are reusable instruments that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that the surgeon was attempting to remove a screw from a plate when the hex driver broke at the distal tip. No delay reported. No patient injuries reported. An s&n backup was available.